Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Furthermore, the reported device thrombosis could not be confirmed through this evaluation. A specific cause for the thrombosis could not be conclusively established. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. B, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, infection (local, driveline or pump pocket infection), stroke, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, and renal failure), and device thrombosis, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management, lists infection and thromboembolism as potential late postimplant complications. This section (under ¿anticoagulation¿) also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Eisenberger j et al., the israel medical association journal: imaj [isr med assoc j], 26 (5): 278-282. Department of cardiac surgery, leviev cardiothoracic, sheba medical center, tel hashomer, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that through the research article titled ¿concomitant cardiac surgical procedures in patients undergoing heartmate 3 left ventricular assist device implantation¿ identifying that heartmate 3 may be related to death, bleeding requiring operation, gastrointestinal (gi) bleeding, driveline infection, cerebrovascular accident (cva), renal failure, respiratory failure, right ventricular failure, acute aortic insufficiency, device technical problems, and thrombosis requiring exchange. This single-center retrospective study included patients who underwent pump implantation between dec2016 and apr2022 and compared short-term and medium-term mortality rate between heartmate 3-only (n=108) and heartmate 3-ccsp (concomitant cardiac surgical procedure; n=23). The hypothesis of this study was that there would be no significant difference when comparing mortality rate, complication rate and rehabilitation length of patients who underwent heartmate 3 implantation only (heartmate 3-only) to patient who underwent concomitant cardiac surgical procedures during implantation (heartmate 3-ccsp). Post operative complication rates and mortality rates at 30 days, 60 days and 120 days were similar between both groups. Date of event has been entered as 01apr2022 since the patients were implanted between december 2016 and april 2022.